Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, a connection issue was noted with the setscrew of the device leading to low sensing values. The device was implanted successfully and the patient was in stable condition.